Event description:
Kobayashi et al 2021 ¿comparison of plastic stent versus metal stent in preoperative biliary drainage for pancreatic head cancer with neoadjuvant chemoradiotherapy¿. In the ps group, 7- fr, 7- cm straight type biliary stents (flexima; boston scientific, natick, ma, USA) or both- end pigtail- type biliary stents (zimmon; cook medical, bloomington in, USA) were used without endoscopic sphinc-terotomy (est). In the ms group, 8- mm, 8- cm fully- covered self- expandable metal stents (fcsems, wall flex; boston scientific, bonastent; medico¿s hirata or evolution; cook medical) were placed after performing est. There were 22 patients in the ps group and 21 patients in the ms group. Re- interventional drainage (ms group).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted as a cancellation pr is no longer required and will be captured under (B)(4) (3001845648-2022-00654).

Manufacturer narrative:
This supplemental report is being submitted as a cancellation pr is no longer required and will be captured under (B)(4) (3001845648-2022-00654).